Event description:
A customer called beckman coulter regarding a discrepant urine test result from the icon 25 hcg test kit. The customer indicated that a pt had a urine sample tested with the icon 25 hcg test kit and the hcg result was negative (-). The pt was sent to a reference lab for add'l pregnancy testing. A serum sample was collected at the reference lab and the result was "positive". The test methodology used was not provided by the customer. No serum quantitative hcg test was performed on the pt sample. The customer indicated that there has been no change to pt treatment that can be attributed to this event.